Event description:
Defective power supply board.

Event description:
Defective power supply board device history record was reviewed, no event linked to the reported issue was observed. Several errors 16-0100 / disconnect battery were found during the device log review and confirms the reported event. The device was received for investigation. As soon as the device was switched on, the error 16-0100 / battery disconnecteed appeared on screen. The reported event is reproduced. Functional test found that no current for battery charge was delivered by the power supply board which indicates that the cause of the issue is not linked to battery but to a defective power board. A rear assembly replacement was done in order to confirm this finding. Once done the device worked as expected. In addition, a battery life test was performed (test 13), after a full charge, results were compliant with IFU specifications. External visual check of the supply board does not show any visible defect therefore the root cause remains unkown.